Event description:
It was reported that there were unspecified issues with the sensitivity of the pump touchscreen as the customer would need multiple attempts before getting the touchscreen to respond to the intended touch input. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.